Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was 400 mg/dl. The contact stated that the customer is extremely lean with lymphomas and may this have been the cause of the occlusion alarms. The contact did not have the pump at the time tandem technical support was telephoned and declined any further troubleshooting to determine a possible cause of the occlusion.